Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the clinic for re-evaluation after visiting the emergency room due to experiencing incessant phrenic nerve stimulation. Device interrogation revealed failure to capture in one vector on the left ventricular lead. Programming changes were made, capture could only be achieved in one vector at high capture thresholds. Patient was in stable condition.